Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized three times due to high blood glucose and diabetic ketoacidosis. Caller reported that customer was hospitalized on (B)(6) 2018 with blood glucose over 600 mg/dl, on (B)(6) 2018 with blood glucose of 533 mg/dl and on (B)(6) 2018 with blood glucose of 488 mg/dl. Customer was hospitalized in the intensive care unit and was still hospitalized at the time of call. Customer does not allege that insulin pump was underdelivering. Troubleshooting was performed and it was not determined if cannula was bent as caller did not come back to the telephone in order to confirm. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.